Event description:
Additional information received: it was later reported that the only information the company representative was aware was that stimloc was difficulty getting the inner clip tosit securely on the base ring on a small skull size, but not lead migration. That complaint also mentioned ¿experienced this issuefor a number of years now¿ but no additional product event (pcrs) could be located at that time. It was added that this appeared to be a procedural issue since getting the lead to go deeper implies the user pressed the lead into the stimloc after clip closure but prior to cap installation.

Event description:
It was reported that there was an issue with the stimloc device used during implantation. It was stated that the physician implanted the inner clip and closed the jaws. The physician checked the position on ii. Then he removed the stylet and microdrive. Next, the physician checked the position ii and discovered that the lead had moved 4 mm deeper into the brain. The inner clip was checked and the jaws were still shut. The lead had moved despite the jaws being closed. The jaws were opened and the movement was corrected and the physician placed the cap back on the stimloc and verified position ii once more. The lead remained in the correct position, but there was a significant delay in the case. It was reported that the physician has had this problem with stimloc "for a number of years now" and that it had gone unaddressed until recently. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082205312a, implanted: (B)(6) 2012. Product type: accessory. (B)(4).